Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event of display issues. The screen was faint and difficult to read, which was caused by the lcd (liquid crystal display) being out of electrical specification. It was also noted that there was a broken lower hinge plate, and the lower left and right display hinges were worn and not equipped with a hinge stop. (B)(4).

Event description:
It was reported the programmer screen was faint. The programmer was subsequently returned with a report that when the programmer was turned on, the screen did not light up. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the programmer screen was faint. The programmer was subsequently returned with a report that when the programmer was turned on, the screen did not light up. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.